Manufacturer narrative:
The insulin pump had unresponsive button due to moisture damage keypad trace. No buttons reacting without button press noted during testing.

Event description:
The customer's mother reported via phone call that numbers were ramping without buttons being pressed. The customer's blood glucose was 152 mg/dl at the time of incident. The insulin pump was returned for analysis.